Event description:
Case description: investigation results: name: novopen echo plus, batch number: nvgan73-1. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The memory display showed dose size. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. It was not possible to observe the alleged fault. The product was found to be normal. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected. Since last submission, case has been updated with following information: malfunction field updated to no. Is non-reportable field updated to yes. Investigation results added. EU/ca tab: final report check box ticked, expected date of follow up removed. Device addendum tab: annex b c d g codes added. Narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer's comment: 18-oct-2024: the suspected device was returned to novonordisk for investigations. During examination of the product, no irregularities related to the complaint were detected. The device was functioning normally. However, there is limited information on handling technique of the device, details of operator of the device and if the operator is trained by health care professional. H3 continued: evaluation summary: name: novopen echo plus, batch number: nvgan73-1. A visual examination of the returned product was performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The electronic register was checked. No remarks. Visual examination and functional testing were performed. The memory display showed dose size. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge without any observed irregularities. It was not possible to observe the alleged fault. The product was found to be normal. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected.

Event description:
Event [preferred term] (related symptoms if any separated by commas). Diabetes abruptly deregulated [diabetes mellitus inadequate control]. Novopen echo plus was not delivering insulin anymore [device failure]. Case description: this serious spontaneous case from france was reported by a pharmacist as "diabetes abruptly deregulated(loss of control of diabetes)" beginning on (B)(6) 2024, "novopen echo plus was not delivering insulin anymore(device failure)" beginning on an unspecified date, and concerned a 8 year old(reported as 8.5 years) female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", patient's height, weight and body mass index were not reported. Dosage regimens: novopen echo plus: not reported current condition: diabetes mellitus (type and duration were not reported). On (B)(6) 2024, a 8.5-year-old patient experienced diabetes abruptly deregulated and patient was hospitalized (details of hospitalization were not reported). After investigation it was found out that the novopen echo plus was not delivering insulin anymore. Scaling seemed correct but nothing was coming out of the needle. After pen change during the hospitalisation, everything came back to normal. Batch numbers: novopen echo plus: nvgan73-1 . Action taken to novopen echo plus was reported as unknown. The outcome for the event "diabetes abruptly deregulated (loss of control of diabetes)" was recovered. The outcome for the event "novopen echo plus was not delivering insulin anymore (device failure)" was recovered. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: this serious spontaneous case from france was reported by a pharmacist as "diabetes abruptly deregulated (loss of control of diabetes)" beginning on (B)(6) 2024, "novopen echo plus was not delivering insulin anymore (device failure)" with an unspecified onset date, and concerned a 8 years old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", patient's height: 127 cm. Patient's weight: 31 kg. Patient's bmi: 19.22003840. Current condition: type 1 diabetes mellitus ((B)(6) 2022) (previously treated with apidra and lantus) concomitant products included - lantus (insulin glargine), apidra (insulin glulisine) treatment included - insulin [insulin nos] (insulin nos) on (B)(6) 2024, a 8.5 years old patient experienced diabetes abruptly deregulated and on same day patient was hospitalized with fasting sugar (fasting blood glucose) 3.4 g. During 15 days of hospitalization, it was discovered that the novopen echo plus was not delivering insulin anymore. Scaling seemed correct but nothing was coming out of the needle. On an unspecified date, patient was treated with insulin(unspecified)with functional pen. After pen change during the hospitalization, everything came back to normal. On (B)(6) 2024, patient was stabilized and left the hospital. No alternative etiology was reported. On (B)(6) 2024 the outcome for the event "diabetes abruptly deregulated (loss of control of diabetes)" was recovered. The outcome for the event "novopen echo plus was not delivering insulin anymore (device failure)" was recovered. Since last submission, case has been updated with following information: -device available for evaluation, returned to manufacturer on, current location of device updated. -patient's date of birth, height, weight, medical history and lab data were updated. -onset date and stop date of the event "loss of control of diabetes" and hospitalization dates were added. -seriousness criteria "life-threatening" was checked. -concomitant medications lantus & apidra were added. -narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number. H3 continued: no (attach page to explain why not) or provide code. 02 device evaluation anticipated, but not yet begun.